Manufacturer narrative:
Journal article: fanari z, et al, successful percutaneous retrieval of embolized transcatheter left atrial appendage closure device (watchman) using a modified vasc..., cardiovasc revasc med (2017), http://dx.doi.org/10.1016/j.carrev.2017.05.019. Age at time of event: corrected. Describe event or problem, relevant tests/lab data, other relevant history, complaint source: updated. (B)(4).

Event description:
It was further reported via journal article, that the left atrial pressure was measured at 16mmhg during transseptal puncture. Left atrial angiogram and tee after the device deployment showed that the device had a shoulder. However the anchoring stability of the device was confirmed with tee and fluoroscopy using tug test. The tee measurements showed a device width of 18 mm in multiple views suggesting 12% compression. There was no leak around the device in multiple views by tee. The device was released and tee again showed well-positioned and seated device without any leak around it and there were no immediate complications. The patient had uneventful recovery overnight. The CT scan performed showed the watchman device in the abdominal aorta just above the take off of the renal arteries. The patient was asymptomatic. Access was obtained in the right common femoral artery. The non bsc vascular retrieval forceps were modified. Normally the vascular retrieval forceps has a distal spring-coil tip that is designed to prevent operators from inadvertently engaging the vascular wall during manipulations. However with the location of the watchman device, the physicians felt that coil may prevent them from freely maneuvering the gripping jaws to grasp the device. Therefore, they cut the distal coil tip leaving only the stainless steel gripping jaws. After device retrieval, abdominal aortogram through the sheath showed no vascular complications.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported device embolization occurred. A left atrial appendage (laa) closure procedure was performed at 8 am and the patient did not have food or fluid through the mouth prior to the procedure. A watchman laa closure device was deployed; but it was not in the correct location, so it was fully recaptured and removed. A 21mm watchman laa closure device was then inserted and implanted successfully as the release criteria were met with a complete seal noted. The la pressure was 20 mm/hg at the time of implant. It was noted the patient received some fluid through anesthesia, however, that is standard for the procedure. The next day a chest x-ray was performed and the device was not visualized, so they performed a computed tomography (CT) scan which revealed the device had embolized to the aorta at the mesenteric level. The device was snared out of the patient through the groin with a vascular retrieval forceps and an 18f sheath with no complications. The patient was kept overnight because of the large arterial puncture from the 18f sheath. The patient is currently doing well.